Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a superficial wound infection and device dislodgement. It was noted the stimulator, lead, and extension were explanted and replaced. It was reported the patient re-trialed three months after explant.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v697763, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient still had concerns with their device or therapy, but has not sought further help. It was noted the patient was not satisfied with the procedure or therapy. It was reported the patient¿s device was explanted a month after implant.